Event description:
A customer reported a low reading with the adc device. Customer obtained a 4.5 mmol/l sensor scan and was compared to 36 mmol/l obtained on an unknown meter and experienced a seizure. Customer was unable to self-treat and was taken to the hospital where they were administered an insulin infusion for 24 hours by a healthcare professional. The customer was in the "intensive care unit for 2 days and 10 days in hospital". No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in section b2 is based on the customer¿s report of ¿problem occurred probably 6 month ago¿. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.